Event description:
It was reported that the customer received a button alarm 22 and then reportedly the pump became unresponsive. The customer was unable to get the touchscreen to illuminate by plugging it into a power source. The customer had elevated blood glucose levels.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.